Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020 rtg0079254 (hcp): information was received from the healthcare provider regarding a patient receiving an unknown drug via an implantable infusion pump. It was reported that the patient was seen a couple of weeks ago and in the report it states the pump was not administering medication at the time and the patient was reporting chronic hip and back pain. The patient came to the emergency room yesterday wit altered mental status and was currently intubated in the intensive care unit (ICU). The caller stated that they are suspecting withdrawal and wanted to have the pump interrogated. No further complications have been reported.